Manufacturer narrative:
A ge service representative performed an on site investigation. The cpu (central processing unit) was evaluated and reseated. Future replacement of the cpu was identified as a necessity to prevent further system issues the cmos was also reset. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.